Event description:
Customer reportedly obtained results of 187 mg/dl, 194 mg/dl, and 63 mg/dl on the advantage system within 10 minutes. Customer drank juice in response to readings and result of 63 mg/dl. No adverse event reported. Customer reported an additional comparison with results of 168 mg/dl, 265 mg/dl, and 84 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.